Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lv lead dislodged. When patient was opened, the lead was found wrapped around the device indicating possible twiddler syndrome. The lead was explanted. Should additional information be received, this file will be updated.